Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display due to a corroded battery tube and battery cap. Also, moisture damage was observed on the liquid crystal display board. Further testing was not performed due to the blank display.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of call was 140 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had a blank display. The battery was changed, but the display was still blank. The customer also stated that the device alarmed different battery alarms. The battery compartment and the battery cap were corroded. No further info was replaced.